Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of particles in tubing/chamber. The patient also alleged having shortness of breath, dizziness, lightheaded, severe sleep apnea and rash on legs. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of particles in tubing/chamber. The patient also alleged having shortness of breath, dizziness, lightheaded, severe sleep apnea and rash on legs. There was no report of serious or permanent patient harm or injury. On the previously submitted report in section b7 some information was missing. Section b7 has been updated in this report.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of particles in tubing/chamber. The patient also alleged having shortness of breath, dizziness, lifgtheaded, severe sleep apnea and rash on legs. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found no evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-191 and 1 instance of e-130 on the error log. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.